Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative observed the customer's report during an onsite evaluation. However, the report could not be duplicated with the device. The electrode pads were replaced as a pre-caution. The device was recertified. Analysis of reports of this type has not identified an increase in trend.